Manufacturer narrative:
Additional information: it was reported that a dissection occurred post balloon angioplasty. The physician deployed a stent to treat the dissection. The patient is reported to be doing fine. Image review image series 1 is of the targeted vessel anatomy prior to treatment from above the knee to the foot. Image series 2 is of a pta balloon pre-dilation of the targeted vessel below the knee. Cine screen shot 1 is of the balloon in position. Cine screen shot 2 is of the targeted vessel dilated with the pta balloon. Image series 3 is of a pta balloon pre-dilation of the targeted vessel below the knee from a different angle. Cine screen shot 3 is of the balloon in position. Cine screen shot 4 is of the targeted vessel dilated with the pta balloon. Image series 4 is of contrast flow from above the knee to the foot. Image series 5 is of a pta balloon pre-dilation of the targeted vessel below the knee from a different angle. Cine screen shot 5 is of the balloon in position. Cine screen shot 6 is of the targeted vessel dilated with the pta balloon. Image series 6 is of contrast flow from above the knee to the foot. Image series 7 is of deployment of the stent. Cine screen shot 7 is of the start of the deployment please note that the distal tip of the stent delivery system in not in the frame of the image also please note the radiopaque marker over the patient¿s leg bone on the lower left-hand side of the image. Cine screen shot 8 is of deployment of the stent, in this image the distal tip of stent delivery system is within the frame. Please note its location in reference to the radiopaque marker over the patient¿s leg bone and the stents distal marker hoops. Cine screen shot 9 is of deployment of the stent, the stent is further deployed but the distal tip of the stent deployment system has moved further out of the frame. The stent strut deployment is uneven. Based on this series of cine image frames both deployment paddles must be moving. The distal deployment paddle is moving the distal end of the outer sheath upward in the image and the proximal deployment paddle is moving downward in the image. The movement of both deployment paddles towards each other is shortening the stent cell structure causing the uneven stent strut deployment. Cine image 10 is of the stent full deployed and the radiopaque marker over the bone is above the previous marker. Here the stent cell structure is more evenly expanded. Image series 8 is of the distal end of the implanted stent. Cine image 11 shows the uneven expansion of the stent cells. Image series 9 is of contrast flow through the implanted stent from the groin to the knee. Image series 10 is of contrast flow from the knee to the foot. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was treating an 80% stenotic lesion using an admiral xtreme and an aqwire 0.035 guidewire in the sfa. It was reported that the a dissection occurred so it was decided to deploy a stent to deal with the disection. A 6x200mm protege stent was then used however, in the middle 2/3 of sfa the distal 10cm of the stent opened in a strange manner - every 2cm opened independently of the rest of the stent which lead to shortage of the whole length and improper covering of the dissected area. There is liability of inflammation of the artery at it's distal segment due to the struts hooking to its wall. The stent is reported as patent. No further treatment was required.